Manufacturer narrative:
Device is a combination product. A promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage; damage was noted to distal stent struts with struts lifted and bent distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the device analysis.

Event description:
Reportable based on device analysis completed on 06sep2019. It was reported that difficulty advancing were encountered. Vascular access was obtained via the femoral artery. The 3.00mm x 8mm, concentric target lesion was located in the moderately tortuous left circumflex coronary artery . A 3.00x38mm promus element plus drug-eluting stent was selected for use; however, the device was not able to cross the catheter. The procedure was completed with another of the same device without any patient complications reported. However, returned device analysis revealed stent damage.